Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. The type ia was most likely anatomy related as the thrombus and calcifications in the aortic neck likely contributed to the seal ring invagination resulting in the type ia endoleak. Procedure related harms for this complaint could not be determined. Additionally, clinical assessment determined that there was evidence to reasonably suggest type ii endoleak of the lumbar arteries occurred that was not included in the event as reported. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post-op, a computed tomography (CT) was completed revealing the presence of a type ia endoleak. The patient condition was reported as good and the patient will continue to be monitored. Subsequent to the initial report, additional information was provided reporting that re-intervention was performed with successful coiling of the type ia endoleak. No further information was provided. Additionally, clinical assessment determined that there was evidence to reasonably suggest type ii endoleak (non-device related) of the lumbar arteries occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post-op, a computed tomography (CT) was completed revealing the presence of a type ia endoleak. The patient condition was reported as good and the patient will continue to be monitored.